Event description:
The facility alleges the bands are breaking. This event occurred during a parotidectomy procedure. Per the surgeon, no pt injury or medical intervention was necessary. No add'l info was available.

Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if add'l info becomes available.